Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The blood glucose level was 1047 mg/dl and the patient was treated with manual injection intravenous (IV) drip and insulin pump. Patient found positive for ketones and levels found high. Patient experienced frequent urination, insomnia, and nausea. The length of hospitalization is greater than twenty-fours. No further information available.